Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's last active insulin was 25 units but she did not remember programming the 25 unit bolus. Customer's blood glucose level was 155 mg/dl. The customer over bolused. She took 3 glucose tablets and ate food to treat her blood glucose level. The device was not returned.